Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed had a arctic sun device that was not filling, no suction on the left port of the manifold and since the device had 2043 system hours it would be coming in for the 2000-hour preventive maintenance. Per sample evaluation results received on 11mar2024, it was reported that the tank seals not centered properly allowing water to leak around the outer edge of the tubes running through them. Traducer failure to read pressure correctly during post repair functional checks.